Event description:
The report received indicated that the smart control stent was partially deployed in the closed package. The user did not even open the package, so the device was never used in any way. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.